Event description:
It was reported that the customer's insulin pump had a crack on the right corner of the display. The customer's blood glucose was 98 mg/dl. Advised the customer to discontinue use of the insulin pump, and to revert to their back up plan. No further info was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with minor scratched display window and cracked case at display window corners.